Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the patients outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure the urologist was suffered a second degree burn. During the procedure a cable broke around the terminal part and caused a fire pillar. It is unknown when exactly this damage occurred but and if the intended procedure could be completed. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the information provided by the customer. No information was provided regarding the technical condition of the hf generator. However, it can be assumed that the hf generator was in standard at the time of the incident. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. However, based on the customer¿s description and our investigation of the hf cable involved, the result of which was reported with medwatch # (B)(4) on 2020-08-27, the reported event/incident was attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.